Event description:
The facility representative reported a flo-gard infusion pump with a broken door. It is unknown when this event occurred but it was reported to have occurred in the medicine area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, and there was no patient injury or medical intervention reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was not confirmed or duplicated by baxter service personnel. However, quality engineering has reviewed the service evaluation and has determined that a broken door latch confirms the condition. The root cause of this condition was determined to be a damaged door latch. The door latch assembly was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.